Manufacturer narrative:
The technician replaced the worn brake/steer caster to repair the bed.

Event description:
Information received indicates, when the brakes were engaged, the brake/steer caster would still swivel.